Event description:
Reporter used product in 2007 for neck pain. After 3 to 4 hours, she felt the pain getting worse, so she removed the patch to find her skin reddened and blistered. She applied silvadene but did not bandage for fear of sticking to the blisters. She did not seek any medical attention. She is concerned about the possibility of infection or scarring.